Event description:
Treatment of an aneurysm. During the insertion of the coil into the aneurysm, it was reported that the implant coil prematurely detached as it was repositioned. The detached implant coil was successfully pushed into the aneurysm and the procedure was completed without issues.no patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pushwire was returned for evaluation without the instant detacher or the implant coil. The evaluation could not determine the cause of the event; however, the pushwire was found bent which may have contributed to the reported issue. The IFU (instructions for use) for axium coil includes the following warnings: "a kinked pusher may lead to pre-mature detachment." All products are 100% inspected for damages and irregularities during manufacture.(B)(4).